Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two submissions for the same patient event. The other is 1220246-2016-00576 ((B)(4) (B)(6)). No device malfunction identified. The device was requested but has not been returned to date. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that two bio composite s-tak suture anchors were being used in a rotator cuff procedure. During the procedure, when the surgeon was tying the graft to the glenoid, the ar-1934bcft-2 lot 600115, suture anchor ((B)(4) (B)(6)) pulled out. The same event happened with the second ar-1934bcft-2 lot 1241015, suture anchor ((B)(4) (B)(6)). The surgeon removed the anchors, and the graft, and cut the remaining sutures from the patient as he decided the rotator cuff was irreparable at this time. The surgery was not completed.